Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer was hospitalized for pancreas issues. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.